Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported unit just beeps and screen is dark which was reproduced. The reported condition was verified. The cause was determined to be corroded liquid crystal display which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump which beeps and screen was dark. The process step was unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.